Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 465 mg/dl. Troubleshooting was done for high blood glucose. Advised customer to remove the infusion set from the body and stated the cannula was a little bent. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.